Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. However, flexocrin product is very similar to the dafilon suture. (B)(4). Manufacturing site evaluation: samples received: 5 unopened pouches and 1 opened. Analysis and results: there is one previous complaint of this code batch. There are no units in stock. Received five closed samples and one open and used sample with the needle detached from the thread. Tested the needle attachment of the closed samples received and the results fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: distributed of this reference/batch:, based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Flexocrin needle broke the wire during the second stitch that was made with the wire. Needle detachment.